Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 2r98 (architect stat high sensitivity troponin-I), with 510k/PMA/bla number k191595.

Event description:
The customer reported elevated architect stat high sensitive troponin-I results for a 1-month-old female patient who did not present with myocardial ischemia or other symptoms of injury. The clinical physician was skeptical of the elevated troponin-I results due to being inconsistent with the patient¿s clinical picture. The following data was provided: on (B)(6) 2025: architect troponin-I result = 768.3 pg/ml. On (B)(6) 2025: architect troponin-I result = 123.5 pg/ml. On (B)(6) 2025: architect troponin-I result = 310.8 pg/ml (reference range: female = </= 15.6 pg/ml, male = </=34.2 pg/ml), beckman hstni result = 23.7 (reference range: female = < 11.6, male = < 19.8), mindray hstnt result = 31 (reference range = 14.2-18.4), mindray hstni result = 151.3 (reference range = 16.6-43.5). The customer treated the sample with peg (polyethylene glycol) and tested for troponin and the result obtained was 3.8 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaint activity. However, no commonalities for the complaint lot and issue were identified. Additionally, review of statistical process control (spc) charts for the architect stat high sensitive troponin-I complaint lot indicates that the lot is performing within established control limits. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot and complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 75076ud01. Per product labeling, when an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. In this case, per the expected values section in the product labeling, the 99th percentile cutoff for female patients in the age range of 21 to 75 years is 15.6 pg/ml (15.6 ng/l). Abbott has not established expected ranges for female patients < 21 years old. Based on the investigation, architect stat high sensitive troponin-I reagent lot 75076ud01 is performing as intended, no systemic issue or product deficiency was identified.

Event description:
The customer reported elevated architect stat high sensitive troponin-I results for a 1-month-old female patient who did not present with myocardial ischemia or other symptoms of injury. The clinical physician was skeptical of the elevated troponin-I results due to being inconsistent with the patient¿s clinical picture. The following data was provided: on (B)(6) 2025: architect troponin-I result = 768.3 pg/ml. On (B)(6) 2025: architect troponin-I result = 123.5 pg/ml. On (B)(6) 2025: architect troponin-I result = 310.8 pg/ml (reference range: female = </= 15.6 pg/ml, male = </=34.2 pg/ml), beckman hstni result = 23.7 (reference range: female = < 11.6, male = < 19.8), mindray hstnt result = 31 (reference range = 14.2-18.4), mindray hstni result = 151.3 (reference range = 16.6-43.5). The customer treated the sample with peg (polyethylene glycol) and tested for troponin and the result obtained was 3.8 pg/ml. There was no impact to patient management reported.